Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing with noise reversion was observed. Patient was asymptomatic. Lead was capped and replaced.